Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos in support of this complaint from catalog 367841, lot number 3074257. No customer samples and no photos were received; therefore, the investigation was limited. To ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that when using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the negative pressure of the tube was insufficient and blood did not flow into the tube. After the blood collection tube was replaced, the blood collection was successful. There was no impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the negative pressure of the tube was insufficient and blood did not flow into the tube. After the blood collection tube was replaced, the blood collection was successful. There was no impact to patient or user.